Manufacturer narrative:
The customer stated that the elevated sodium level was not in line with previous results for this patient. A new measurement cartridge was installed and repeat testing was performed to confirm correct results and a corrected report was issued. Review of the instrument data files do not indicate any performance issues with the sensors around the time the discordant sample were reported. The data suggests that the sample may have become contaminated by salt from around the sample port/luer area, which may have contributed to the discordant result. Because the cartridge was not returned for evaluation, final root cause for the discordant sample cannot be determined.

Event description:
The customer reported discrepant sodium results. There was no injury reported due to this event.